Event description:
Related manufacturer report number: 2017865-2023-45173. It was reported, decreased sensing was observed on the right atrial (ra) lead and decreased sensing and high pacing impedance was observed on the right ventricular (rv) lead. A micro dislodgement was suspected on the ra lead. A dislodgement was suspected on the rv lead. During the repositioning procedure, blood was observed in the insulation of the ra lead. The ra lead was explanted and replaced and the rv lead was repositioned to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, p-wave amp variation and blood inside the insulation. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The measured full helix extension length was within specification. The reported event p-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of blood inside the insulation was confirmed. Visual inspection found procedural damage to the outer insulation. The cause of blood inside the insulation is consistent with procedural damage.